Event description:
It has been reported to philips that the wireless footswitch was not working during a planned procedure. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.

Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The customer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Since then, the customer decided to use the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.